Event description:
It was reported that during a coronary artery stenting treatment procedure an air bubble was injected into the vessel. The lesion being treated was located in the right coronary artery (rca) with no calcification or tortuosity. The physician implanted a 3.00x8mm taxus liberte stent. Upon removal of the stent delivery system, an air bubble was injected into the rca as the balloon was being withdrawn. The site stated that they never saw the bubble on flouro and it is unknown where the bubble came from. They just saw it on the end of the catheter. The patient experienced some chest pain but it resolved in a few hours. No further complications were reported and the patient's status is fine.

Event description:
It was reported that during a coronary artery stenting treatment procedure an air bubble was injected into the vessel. The lesion being treated was located in the right coronary artery (rca) with no calcification or tortuosity. The physician implanted a 3.00x8mm taxus liberte stent. Upon removal of the stent delivery system, an air bubble was injected into the rca as the balloon was being withdrawn. The site stated that they never saw the bubble on flouro and it is unknown where the bubble came from. They just saw it on the end of the catheter. The patient experienced some chest pain but it resolved in a few hours. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for product analysis. There was blood in the guide wire lumen. The balloon as loosely folded. The stent delivery system (sds) was visually, tactilely and microscopically examined along the entire length and there was no damage or abnormalities. A new inflation device filled with water was used to inflate the device to the rated burst pressure (rbp) for 5 minutes. The sds maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).